Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The reported breach in aseptic technique was not further identified. Six days after the event onset, the patient was hospitalized for peritonitis. It was reported "the patient is not taking any antibiotics". It was also reported "the catheter was out"; however, it was further reported dianeal therapy remained ongoing. At the time of this report, the patient's peritoneal effluent was not clear and the patient had not recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that dianeal therapy was discontinued, and the patient switched to hemodialysis. At the time of this report, the patient was still hospitalized and was recovering from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.